Event description:
Es-07 returned because at the y site the core (septum) came out. The "am" stated the the pump was alarming throughout the night. During one of the checks user found the rubber part missing from the y-site and user found it on the floor.